Event description:
It was reported the patient's pump 'popped' out of the incision site due to possible fluid retention. It was later reported the patient's entire system was removed on (B)(6) 2008, because of wound dehiscence and skin erosion, but per the manufacturing registration the device system was removed on (B)(6) 2009. It was also reported the patient was seen on (B)(6) 2008 for follow-up and it was reported the patient's bladder issues had resolved. The patient began being managed on oral medications. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).